Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with conformable gore® tag® thoracic endoprosthesis (ctag) using a gore® dryseal sheath with hydrophilic coating. The sheath was reportedly inserted from the left common femoral artery (lcfa). After the ctag implant, it was reported that the left external iliac artery (leia) was ruptured when the sheath was removed. The physician decided to implant a stent graft to repair it. It was reported that the rupture was observed since access vessel was narrow. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
Corrected event description.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis (ctag) using a gore® dryseal sheath with hydrophilic coating. The sheath was reportedly inserted from the left common femoral artery (lcfa). After the ctag implant, it was reported that the left external iliac artery (leia) was ruptured when the sheath was removed. The physician decided to implant a stentgraft to repair it. It was reported that the rupture was observed since access vessel was narrow. The patient tolerated the procedure. No further information is available.